Event description:
It was reported that the patient had went to the hospital with diabetic ketoacidosis (dka) on an unspecified date. The patient has not been able to log into the application on their phone. They were unable to create a password through the reset password link in the email that they received through their phone. The patient let the pod expire and did not take any measures to change their pod out or to manage their blood glucose levels. The patient expressed significant frustration and distress when asked to provide additional details about the reported event; as a result, available information is limited. At this time, there is insufficient information to determine if insulet's device caused or contributed to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s921usqs5czc1 hardware: sm-s921u cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.